Manufacturer narrative:
The device was returned to olympus for inspection. A reportable malfunction was found during the evaluation of foreign objects in the image guide tube. Based on the investigation, olympus could not identify the foreign material and could not conclusively specify the root cause of the foreign material that remained in the device. The event is detectable/preventable by handling the device in accordance with the following IFU. "IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a foreign object in the image guide tube. There was no patient involvement.